Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the aiming arm radiolucent was broken post-operatively. There was no patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that '03.233.006, aiming arm radiolucent' had broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the aiming arm radiolucent would contribute to the complained device issue. Based on the investigation findings, cause traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 03.233.006-us. Lot number: 406p623. Manufacturing site: haegendorf. Release to warehouse date: 13-jan-2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the malfunction were identified. Affected lot was part of the (B)(4) which was related to cracks on the latch component 60224287 and were released from hold through ((B)(4) - affected latch component were replaced). This is not related to the component (60228933 - aiming arm center part) failure described in the pc. Affected lot was part of the planned (B)(4) which is related to the glue ((B)(4)) supply issue due to the global supply shortage. Therefore, an alternative glue (B)(4) is used. This nc is not related to the pc. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.